Event description:
It was reported the unit was dropped, and the liquid crystal display was damaged. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer's comments regarding the lcd being out of specification. Analysis also found that the battery contacts were compressed and the heart lead flex was out of specification. It was also noted that the upper case, lower case, both bail covers and ring cover were broken and the serial number label has a quarter-sized piece missing.